Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right coronary artery. A 10/3.75 flextome cutting balloon was selected for use. During the procedure, it was noted that a balloon rupture occurred during inflation. The procedure was completed with a non bsc balloon. No patient complications were reported.